Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens and the lens became stuck in the cartridge. There was no patient contact or injury. The reporter stated the cause of the lens becoming stuck in the cartridge was due to a loading error.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found a piece of the lens optic and one haptic torn. There was evidence of clear surgical residue. Based on the complaint history and the evaluation of the returned product a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.